Manufacturer narrative:
One used a-line set up and transducer was received for evaluation. No visual anomalies were observed on the returned set. When the returned set was primed and pressure leak tested, the admin set was unable to be primed through the millex filter. The rest of the set was able to be primed, and no leaks were observed. The pvc (polyvinyl chloride) tubing was cut near the male luer to check if there is any occlusion but found no anomalies near the luer which is connected to the millex filter. It is unknown why the millex filter was unable to be primed. The probable cause of the millex filter unable to be primed could not be determined. A device history review could not be completed due to the unknown lot number. D9 - date returned to mfg: 11/24/2025.

Manufacturer narrative:
The device is available for evaluation: it has not been received. The investigation is pending.

Event description:
Event occurred regarding a transducer where it was reported that the a-line setup would not draw or push, causing tubing to be replaced. Patient involvement is unknown.